Manufacturer narrative:
(B)(4). Complaint sample was evaluated and the reported event was not confirmed. The product identities were confirmed. The two (2) blades were visually evaluated. The blades showed signs of use with some minor scratching and discoloration. The blades were functionally tested for retention by inserting the blade into a driver (part# 01-7390) and a 2.0mm screw (part# 25-6207). The assembly was then lifted by the screw. Both blades were able to support their own weights + the driver, therefore the complaint is unconfirmed. The non-conformance report was reviewed, there is no non-conformance listed on the report for this part and lot. The complaint was not confirmed as the device analysis indicated that the device met specification. There are no indications of manufacturing defects. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this event, please see associated reports: 0001032347-2018-00802.

Event description:
It was reported every screw has been coming off while implanting. The procedure was completed by putting the screws in very slowly so they did not keep coming off. No adverse events have been reported as a result of the malfunction.